Event description:
This report from government agency reported that an ophthalmic suture was received before surgery, it was found that the inner packaging seal was skewed. It was also reported that there was a risk of contamination of the sutures due to the opening at the seal and making it impossible to use. The other procedure details were not reported. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation of the reported skewed seal at the package opening; therefore, the product condition could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint issue cannot be determined as no sample was returned; therefore, specific action with regard to this complaint cannot be taken. All packages are 100% scanned by trained operators. Any non-conforming packages identified are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is:(B)(4).